Event description:
During evaluation of a returned spectrum pump, set-loading instructions do not appear when a slide clamp is inserted into the slide clamp keyhole. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device 'set-loading instructions did not appear when a slide clamp is inserted into the slide clamp keyhole. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the lower link switch was stuck. The lower aux requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.